Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the undersensing of the right ventricular (rv) lead was observed. The physician believe that a shift in right ventricle and affected ventricular sensing were due to pneumothorax and electrolyte imbalance. Sensitivity and vector changes were made over the evening and into the morning to allow effective pacing and sensing for patient needs. The slow apical ventricular tachycardia (vt) was developed and the patient died on the following day.